Manufacturer narrative:
H.6. Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production. H3 other text : see h.10.

Event description:
It was reported that catheter leaked with a bd insyte-n¿ autoguard¿ shielded IV catheter. This occurred on 2 separate occasions, additional information regarding these occasions are currently unknown. The following information was provided by the initial reporter, translated from portuguese to english: material presented leak when injected with medication. The following information was provided by the customer: two attempts of puncture were performed, without success, because when injecting medication in the device, leakage was observed.

Manufacturer narrative:
D3. Medical device manufacturer: becton dickinson infusion therapy systems inc. Sandy, ut. G1. Manufacturing location: becton dickinson infusion therapy systems inc. Sandy, ut. The product is made in sandy, ut and packaged in juiz de fora, br. This report errantly reported the manufacturer as juiz de fora, br.

Event description:
It was reported that catheter leaked with a bd insyte-n¿ autoguard¿ shielded IV catheter. This occurred on 2 separate occasions, additional information regarding these occasions are currently unknown. The following information was provided by the initial reporter, translated from portuguese to english: material presented leak when injected with medication. The following information was provided by the customer: two attempts of puncture were performed, without success, because when injecting medication in the device, leakage was observed.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that catheter leaked with a bd insyte-n¿ autoguard¿ shielded IV catheter. This occurred on 2 separate occasions, additional information regarding these occasions are currently unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: material presented leak when injected with medication. The following information was provided by the customer: two attempts of puncture were performed, without success, because when injecting medication in the device, leakage was observed.